Manufacturer narrative:
Investigation summary: no product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the set separated as soon as it came into contact with the filter vent during operation. The patient involvement and patient harm/adverse event was unknown.